Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age(s)/date of birth: unknown/ not provided. Sex(es)/gender(s): unknown/ not provided. Date(s) of event: unknown, not provided. Serial# (''s): unknown/not provided catalog# (''s): complete catalog # (''s) are unknown, as product serial numbers were not provided. Expiration date(s): unknown as product serial numbers were not provided. UDI # (''s): UDI # (''s) are unknown as product serial numbers were not provided. If implanted; give date(s): unknown/not provided. If explanted; give date(s): not applicable; shunts remain implanted. Device evaluated by MFR: the baerveldt shunts are not returning for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as the serial numbers were not provided. (B)(4). Authors: brian a. Francis & rodrigo a. B. Fernandes & handan akil & vikas chopra & bruno diniz & james tan & alex huang. Article: implantation of a second glaucoma drainage device. Received: 12 october 2016 /revised: 8 january 2017 /accepted: 16 january 2017 /published online: 7 february 2017 # springer-verlag berlin heidelberg 2017. Citation: graefes arch clin exp ophthalmol (2017) 255:1019¿1025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: implantation of a second glaucoma drainage device. Authors: brian a. Francis, rodrigo a. B. Fernandes, & handan akil, vikas chopra, bruno diniz, james tan, alex huang. Citation: graefes arch clin exp ophthalmol (2017) 255:1019¿1025. Doi 10.1007/s00417-017-3596-y. The publication reports that 6 patients failed to achieve the qualified success during the first and second year and 9 patients failed to achieve the qualified success at 3 years post implant. Surgical complications reported were 28 case of intraocular pressure increased, 4 hypotony, 4 inflammation, 4 corneal edema, 3 choroidal detachment, 3 vitreous hemorrhage, 2 shallow anterior chamber, 1 bleb leak, 1 posterior synechiae, 1 strabismus, 1 cataract and 1 eyelid edema. It was concluded that with up to 3 years of follow-up, a second glaucoma drainage device was successful in reducing intraocular pressure (iop) to below 21 mmhg, but not as successful below 18 mmhg. The success rate is improved with the use of glaucoma medications with up to 3 years of follow-up.